Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self-test. Customer¿s blood glucose level was 5.6 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer states they were able to rewind the insulin pump. Customer states the fill cannula was recorded in daily history. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.